Event description:
A pt contacted our (B)(4) on (B)(6) 2010 to report the pt developed a corneal ulcer while wearing 1-day acuvue trueye contact lenses (intrafilcon a). Narafilcon a lenses are not marketed in the u.s. The pt reported redness in the left eye (os) "around (B)(6)" and was seen at the (B)(6) eye clinic. The pt was told there was corneal staining os and was diagnosed with a corneal ulcer. The pt was prescribed "eye drops" and was instructed to discontinue contact lens (cl) wear and return for follow-up. When the pt contacted our firm to report this event, the pt was wearing cl on a limited basis. On (B)(6) 2010, the (B)(6) eye clinic was contacted and the ecp provided additional info: the pt began wearing 1-day acuvue contact lenses on (B)(6) 2010. The ecp said the pt had eye pain in the morning, but continued to wear cl; later in the day, the pt noticed the os was red and removed the cl from the os and consulted with the ecp. When seen at the clinic, the pt had a corneal ulcer in the os. The ecp requested that we obtain written consent from the pt prior to releasing additional info. A consent form was mailed to the pt. As of this time, we have not received written consent from the pt to obtain additional info from the treating ecp. The product and lot number are not available for eval. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity, or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
No eval will be performed. No conclusion can be drawn.